Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with a sling device due to unspecified performance issues. A surgical procedure was performed in which a new artificial urinary sphincter (aus) system was placed. The existing sling remained implanted and the cause for the incontinence was unknown. No information was provided about the patient's outcome.